Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation/ menorrhagia") and uterine leiomyoma ("uterine fibroids") in a 51-year-old female patient who had essure (ess205) (batch no: 12274148) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthmatic attack, shortness of breath, upper respiratory infection, bronchitis, hypertension, hyperlipidemia, pneumonia from 1992 to 2013, anemia, diabetes mellitus, heartburn, acid reflux (oesophageal), arthritis, depression, panic attack, restless legs syndrome and cholecystectomy on (B)(6) 2004. Past surgical history: essure procedure, gallbladder, carpel tunnel. No evidence of malignancy bilateral fallopian tubes with no histopathologic abnormality. Essure coils (x2), gross exam only. Findings: normal external genitalia, normal vagina and cervix. Bimanual examination reveals uterus to be of normal size. No masses noted. Examination limited secondary to obese abdomen. Hysteroscopic findings revealed normal endocervix. Endometrial cavity is uniform. No visible masses. Bilateral tubal ostia visualized and no contrast material is seen to enter the fallopian tubes. There is no spill into the pelvis. Concurrent conditions included asthma since 1992, carpal tunnel release since on (B)(6) 2013, cataracts (surgery) since on (B)(6) 2015, cataracts (surgery) since on (B)(6) 2015, cholecystectomy (gall bladder removal) since 1999, osteoarthritis, chronic obstructive airways disease, cholecystitis, obesity (morbid obesity), borderline hypertension, fertility increased, device intolerance, fibroids and heavy periods. Concomitant products included ascorbic acid;beta vulgaris root;iron amino acid chelate;rosa canina fruit;rubus idaeus leaf (iron supplement with vit c & herbs), intrauterine contraceptive device, lorazepam and trazodone. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dental caries ("tooth decay/ dental problems"), urinary tract infection ("chronic urinary tract infections/bladder or urinary problems or changes,"), fatigue ("chronic fatigue/fatigue,"), visual impairment ("vision problems/vision/eye problems"), bladder disorder ("bladder or urinary problems or changes,") and cataract ("vision/eye problems type: cataracts,"). On (B)(6) 2005, the patient experienced the first episode of genital haemorrhage ("excessive bleeding"). On (B)(6) 2005, the patient experienced abdominal pain lower ("cramping / severe abdominal cramping / lower abdominal pain"), asthenia ("low energy"), back pain ("back aches / back pain") and medical device discomfort ("strange poking feeling in my pelvic area"). On (B)(6) 2005, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea(cramping)"). On (B)(6) 2005, the patient experienced headache ("head hurt daily/head pain/headaches") and migraine ("migraines / headaches,"). On (B)(6) 2005, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2005, the patient experienced loss of libido ("loss of libido") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2005, the patient experienced abdominal distension ("severe bloating/bloating"). On (B)(6) 2006, the patient experienced nausea ("nausea"). On (B)(6) 2006, the patient experienced mood swings ("mood swings"), dizziness ("dizziness") and memory impairment ("forgetfulness"). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2007, the patient experienced alopecia ("my hair started thinning / hair loss"). In 2008, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2012, the patient experienced rash ("rashes"), erythema ("redness"), dry skin ("dryness") and pruritus ("itching"). On (B)(6) 2012, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2013, the patient experienced anaemia ("anemia"). On (B)(6) 2013, the patient was found to have uterine leiomyoma (seriousness criterion medically significant). In 2014, the patient experienced ovarian cyst ("ovarian cysts"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced the second episode of genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced tooth loss ("tooth loss/ dental problems"). On an unknown date, the patient experienced arthralgia ("joints hurt daily / hip pain / severe joint pain"), dyspnoea ("shortness of breath"), insomnia ("can't sleep / insomnia"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), iron deficiency ("iron deficiency"), skin irritation ("skin irritation"), the first episode of cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), abdominal pain upper ("gastric pain"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), the second episode of cystitis ("bladder infection"), osteoarthritis ("severe osteoarthritis in both knees/osteoarthritis") and weight fluctuation ("weight fluctuations up and down") and was found to have weight increased ("weight gain/weight gain") and weight decreased ("weight loss"). The patient was treated with amlodipine, budesonide;formoterol fumarate (symbicort), ipratropium bromide, losartan, metformin, methylprednisolone (methylprednisolon), montelukast sodium (singulair), naproxen, omeprazole, ropinirole, salbutamol, salbutamol (albuterol), salbutamol sulfate (albuterol sulfate) and surgery (ablation, embolization and underwent a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, arthralgia, headache, abdominal pain lower, asthenia, back pain, medical device discomfort, depression, anaemia, dyspnoea, alopecia, insomnia, dysmenorrhoea, dental caries, tooth loss, dysgeusia, ovarian cyst, mood swings, loss of libido, dizziness, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, abdominal distension, urinary tract infection, iron deficiency, dyspareunia, anxiety, skin irritation, rash, erythema, dry skin, pruritus, fatigue, weight increased, nausea, visual impairment, irritable bowel syndrome, the last episode of genital haemorrhage, vaginal haemorrhage, bladder disorder, cataract, weight decreased, abdominal pain upper, abdominal pain and uterine pain had resolved and the female sexual dysfunction, osteoarthritis and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, anxiety, arthralgia, asthenia, back pain, bladder disorder, cataract, dental caries, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, erythema, fatigue, feeling abnormal, female sexual dysfunction, headache, hypoaesthesia, insomnia, iron deficiency, irritable bowel syndrome, loss of libido, medical device discomfort, memory impairment, menorrhagia, migraine, mood swings, nausea, osteoarthritis, ovarian cyst, paraesthesia, pelvic pain, pruritus, rash, skin irritation, tooth loss, urinary tract infection, uterine leiomyoma, uterine pain, vaginal haemorrhage, visual impairment, weight decreased, weight fluctuation, weight increased, the first episode of cystitis, the first episode of genital haemorrhage, the second episode of cystitis and the second episode of genital haemorrhage to be related to essure (ess205). The reporter commented: all symptoms resolved. Current weight: 325 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2005: results: full occlusion of bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received. Reporter information was added. Event added- weight fluctuations up and down. Concomitant drug was added. Onset date of events were added and updated. Event verbatim were updated as vision problems/vision/eye problems, abnormally severe menstrual pain/dysmenorrhea(cramping), head hurt daily/head pain/headaches, severe bloating/bloating, severe osteoarthritis in both knees/osteoarthritis were updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0147) on 13-aug-2015. The most recent information was received on 21-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,") and the first episode of genital haemorrhage ("excessive bleeding") in a 51-year-old female patient who had essure (ess205) (batch no. 12274148) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma in 1992, asthmatic attack, shortness of breath, upper respiratory infection, bronchitis, hypertension, hyperlipidemia, pneumonia from 1992 to 2013, anemia, diabetes mellitus, heartburn, acid reflux (oesophageal), arthritis, depression, panic attack, restless legs syndrome and cholecystectomy in (B)(6) 2004. Past surgical history: essure procedure, gallbladder, carpel tunnel no evidence of malignancy. Bilateral fallopian tubes with no histopathologic abnormality. Essure coils (x2), gross exam only. Findings: normal external genitalia, normal vagina and cervix. Bimanual examination reveals uterus to be of normal size. No masses noted. Examination limited secondary to obese abdomen. Hysteroscopic findings revealed normal endocervix. Endometrial cavity is uniform. No visible masses. Bilateral tubal ostia visualized and no contrast material is seen to enter the fallopian tubes. There is no spill into the pelvis. Concurrent conditions included carpal tunnel release since (B)(6) 2013, cataracts (surgery) since (B)(6) 2015, cataracts (surgery) since (B)(6) 2015, cholecystectomy (gall bladder removal) since 1999, osteoarthritis, chronic obstructive airways disease, cholecystitis, obesity (morbid obesity), borderline hypertension, fertility increased, device intolerance, fibroids and heavy periods. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation/ menorrhagia"), urinary tract infection ("chronic urinary tract infections/bladder or urinary problems or changes,"), fatigue ("chronic fatigue/fatigue,"), bladder disorder ("bladder or urinary problems or changes,") and cataract ("vision/eye problems type: cataracts,"). In (B)(6) 2005, the patient experienced the first episode of genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2005, the patient experienced abdominal pain lower ("cramping / severe abdominal cramping / lower abdominal pain"), asthenia ("low energy"), back pain ("back aches / back pain") and medical device discomfort ("strange poking feeling in my pelvic area"). In (B)(6) 2005, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). In (B)(6) 2005, the patient experienced headache ("head hurt daily/head pain") and migraine ("migraines / headaches,"). In (B)(6) 2005, the patient experienced abdominal distension ("severe bloating"). In (B)(6) 2006, the patient experienced nausea ("nausea"). In (B)(6) 2006, the patient experienced mood swings ("mood swings"), dizziness ("dizziness") and memory impairment ("forgetfulness"). In (B)(6) 2007, the patient experienced alopecia ("my hair started thinning / hair loss"). In 2008, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2012, the patient experienced rash ("rashes"), erythema ("redness"), dry skin ("dryness") and pruritus ("itching"). In 2014, the patient experienced ovarian cyst ("ovarian cysts"). On (B)(6) 2015, the patient experienced the second episode of genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced arthralgia ("joints hurt daily / hip pain / severe joint pain"), depression ("depression"), anaemia ("anemia"), dyspnoea ("shortness of breath"), insomnia ("can't sleep / insomnia"), dental caries ("tooth decay/ dental problems"), tooth loss ("tooth loss/ dental problems"), dysgeusia ("metallic taste in mouth"), loss of libido ("loss of libido"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), iron deficiency ("iron deficiency"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), anxiety ("anxiety"), skin irritation ("skin irritation"), weight increased ("weight gain/weight gain"), the first episode of uterine leiomyoma ("uterine fibroids"), visual impairment ("vision problems"), the first episode of cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), weight decreased ("weight loss"), abdominal pain upper ("gastric pain"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), the second episode of uterine leiomyoma ("uterine thyroid embolization,"), the second episode of cystitis ("bladder infection ") and osteoarthritis ("severe osteoarthritis in both knees"). The patient was treated with salbutamol (albuterol nebulizer), ipratropium bromide, salbutamol sulfate (albuterol sulfate), amlodipine, losartan, metformin, naproxen, omeprazole, ropinirole, montelukast (singulair), budesonide w/formoterol fumarate (symbicort), salbutamol (ventolin), salbutamol (albuterol), methylprednisolone (methylprednisolon), surgery (underwent a total hysterectomy and bilateral salpingectomy) and immobilization. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, headache, abdominal pain lower, asthenia, back pain, medical device discomfort, depression, anaemia, dyspnoea, alopecia, insomnia, dysmenorrhoea, menorrhagia, dental caries, tooth loss, dysgeusia, ovarian cyst, mood swings, loss of libido, dizziness, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, abdominal distension, urinary tract infection, iron deficiency, dyspareunia, anxiety, skin irritation, rash, erythema, dry skin, pruritus, fatigue, weight increased, nausea, visual impairment, irritable bowel syndrome, the last episode of genital haemorrhage, vaginal haemorrhage, bladder disorder, cataract, weight decreased, abdominal pain upper, abdominal pain and uterine pain had resolved and the female sexual dysfunction, the last episode of uterine leiomyoma and osteoarthritis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, anxiety, arthralgia, asthenia, back pain, bladder disorder, cataract, dental caries, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, erythema, fatigue, feeling abnormal, female sexual dysfunction, headache, hypoaesthesia, insomnia, iron deficiency, irritable bowel syndrome, loss of libido, medical device discomfort, memory impairment, menorrhagia, migraine, mood swings, nausea, osteoarthritis, ovarian cyst, paraesthesia, pelvic pain, pruritus, rash, skin irritation, tooth loss, urinary tract infection, uterine pain, vaginal haemorrhage, visual impairment, weight decreased, weight increased, the first episode of cystitis, the first episode of genital haemorrhage, the first episode of uterine leiomyoma, the second episode of cystitis, the second episode of genital haemorrhage and the second episode of uterine leiomyoma to be related to essure (ess205). The reporter commented: resolved all symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: full occlusion of bilateral fallopian tubes. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet reporter information and event dates and apareunia (inability to have sexual intercourse), migraines / headaches, uterine thyroid embolization, bladder infection and severe osteoarthritis in both knees and historical condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0147) on 13-aug-2015. The most recent information was received on 29-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,") and the first episode of genital haemorrhage ("excessive bleeding") in a 51-year-old female patient who had essure (ess205) (batch no. 12274148) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma in 1992, asthmatic attack, shortness of breath, upper respiratory infection, bronchitis, hypertension, hyperlipidemia, pneumonia from 1992 to 2013, anemia, diabetes mellitus, heartburn, acid reflux (oesophageal), arthritis, depression, panic attack, restless legs syndrome and cholecystectomy in march 2004. Past surgical history: essure procedure, gallbladder, carpel tunnel no evidence of malignancy bilateral fallopian tubes with no histopathologic abnormality. Essure coils (x2), gross exam only. Findings: normal external genitalia, normal vagina and cervix. Bimanual examination reveals uterus to be of normal size. No masses noted. Examination limited secondary to obese abdomen. Hysteroscopic findings revealed normal endocervix. Endometrial cavity is uniform. No visible masses. Bilateral tubal ostia visualized and no contrast material is seen to enter the fallopian tubes. There is no spill into the pelvis. Concurrent conditions included carpal tunnel release since (B)(6) 2013, cataracts (surgery) since (B)(6) 2015, cataracts (surgery) since (B)(6) 2015, cholecystectomy (gall bladder removal) since 1999, osteoarthritis, chronic obstructive airways disease, cholecystitis, obesity (morbid obesity), borderline hypertension, fertility increased, device intolerance, fibroids and heavy periods. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation/ menorrhagia"), urinary tract infection ("chronic urinary tract infections/bladder or urinary problems or changes,"), fatigue ("chronic fatigue/fatigue,"), bladder disorder ("bladder or urinary problems or changes,") and cataract ("vision/eye problems type: cataracts,"). In (B)(6) 2005, the patient experienced the first episode of genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2005, the patient experienced abdominal pain lower ("cramping / severe abdominal cramping / lower abdominal pain"), asthenia ("low energy"), back pain ("back aches / back pain") and medical device discomfort ("strange poking feeling in my pelvic area"). In (B)(6) 2005, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). In (B)(6) 2005, the patient experienced headache ("head hurt daily/head pain") and migraine ("migraines / headaches,"). In (B)(6) 2005, the patient experienced abdominal distension ("severe bloating"). In (B)(6) 2006, the patient experienced nausea ("nausea"). In (B)(6) 2006, the patient experienced mood swings ("mood swings"), dizziness ("dizziness") and memory impairment ("forgetfulness"). In (B)(6) 2007, the patient experienced alopecia ("my hair started thinning / hair loss"). In 2008, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2012, the patient experienced rash ("rashes"), erythema ("redness"), dry skin ("dryness") and pruritus ("itching"). In 2014, the patient experienced ovarian cyst ("ovarian cysts"). On (B)(6) 2015, the patient experienced the second episode of genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced arthralgia ("joints hurt daily / hip pain / severe joint pain"), depression ("depression"), anaemia ("anemia"), dyspnoea ("shortness of breath"), insomnia ("can't sleep / insomnia"), dental caries ("tooth decay/ dental problems"), tooth loss ("tooth loss/ dental problems"), dysgeusia ("metallic taste in mouth"), loss of libido ("loss of libido"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), iron deficiency ("iron deficiency"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), anxiety ("anxiety"), skin irritation ("skin irritation"), weight increased ("weight gain/weight gain"), uterine leiomyoma ("uterine fibroids"), visual impairment ("vision problems"), the first episode of cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), weight decreased ("weight loss"), abdominal pain upper ("gastric pain"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), the second episode of cystitis ("bladder infection") and osteoarthritis ("severe osteoarthritis in both knees"). The patient was treated with salbutamol (albuterol nebulizer), ipratropium bromide, salbutamol sulfate (albuterol sulfate), amlodipine, losartan, metformin, naproxen, omeprazole, ropinirole, montelukast (singulair), budesonide w/formoterol fumarate (symbicort), salbutamol (ventolin), salbutamol (albuterol), methylprednisolone (methylprednisolon), surgery (underwent a total hysterectomy and bilateral salpingectomy) and surgery (embolization). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, headache, abdominal pain lower, asthenia, back pain, medical device discomfort, depression, anaemia, dyspnoea, alopecia, insomnia, dysmenorrhoea, menorrhagia, dental caries, tooth loss, dysgeusia, ovarian cyst, mood swings, loss of libido, dizziness, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, abdominal distension, urinary tract infection, iron deficiency, dyspareunia, anxiety, skin irritation, rash, erythema, dry skin, pruritus, fatigue, weight increased, uterine leiomyoma, nausea, visual impairment, irritable bowel syndrome, the last episode of genital haemorrhage, vaginal haemorrhage, bladder disorder, cataract, weight decreased, abdominal pain upper, abdominal pain and uterine pain had resolved and the female sexual dysfunction and osteoarthritis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, anxiety, arthralgia, asthenia, back pain, bladder disorder, cataract, dental caries, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, erythema, fatigue, feeling abnormal, female sexual dysfunction, headache, hypoaesthesia, insomnia, iron deficiency, irritable bowel syndrome, loss of libido, medical device discomfort, memory impairment, menorrhagia, migraine, mood swings, nausea, osteoarthritis, ovarian cyst, paraesthesia, pelvic pain, pruritus, rash, skin irritation, tooth loss, urinary tract infection, uterine leiomyoma, uterine pain, vaginal haemorrhage, visual impairment, weight decreased, weight increased, the first episode of cystitis, the first episode of genital haemorrhage, the second episode of cystitis and the second episode of genital haemorrhage to be related to essure (ess205). The reporter commented: resolved all symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: full occlusion of bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain,') and menorrhagia ('abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation/ menorrhagia') in a 51-year-old female patient who had essure (ess205) (batch no. 12274148) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in (B)(6) 2004, pneumonia from 1992 to 2013, asthmatic attack, shortness of breath, upper respiratory infection, bronchitis, hypertension, hyperlipidemia, anemia, diabetes mellitus, heartburn, acid reflux (oesophageal), arthritis, depression, panic attack and restless legs syndrome. Past surgical history: essure procedure, gallbladder, carpel tunnel. No evidence of malignancy bilateral fallopian tubes with no histopathologic abnormality. Essure coils (x2), gross exam only. Findings: normal external genitalia, normal vagina and cervix. Bimanual examination reveals uterus to be of normal size. No masses noted. Examination limited secondary to obese abdomen. Hysteroscopic findings revealed normal endocervix. Endometrial cavity is uniform. No visible masses. Bilateral tubal ostia visualized and no contrast material is seen to enter the fallopian tubes. There is no spill into the pelvis. Concurrent conditions included cataracts (surgery) since (B)(6) 2015, cataracts (surgery) since (B)(6) 2015, carpal tunnel release since (B)(6) 2013, cholecystectomy (gall bladder removal) since 1999, asthma since 1992, osteoarthritis, chronic obstructive airways disease, cholecystitis, obesity (morbid obesity), borderline hypertension, fertility increased, device intolerance, fibroids and heavy periods. Concomitant products included ascorbic acid;beta vulgaris root;iron amino acid chelate;rosa canina fruit;rubus idaeus leaf (iron supplement with vit c & herbs), intrauterine contraceptive device, lorazepam and trazodone. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dental caries ("tooth decay/ dental problems"), urinary tract infection ("chronic urinary tract infections/bladder or urinary problems or changes,"), fatigue ("chronic fatigue/fatigue,"), visual impairment ("vision problems/vision/eye problems"), bladder disorder ("bladder or urinary problems or changes,") and cataract ("vision/eye problems type: cataracts,"). In (B)(6) 2005, the patient experienced genital bleeding ("excessive bleeding"). In (B)(6) 2005, the patient experienced abdominal pain lower ("cramping / severe abdominal cramping / lower abdominal pain"), asthenia ("low energy"), back pain ("back aches / back pain") and medical device discomfort ("strange poking feeling in my pelvic area"). In (B)(6) 2005, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea(cramping)"). In (B)(6) 2005, the patient experienced headache ("head hurt daily/head pain/headaches") and migraine ("migraines / headaches,"). On (B)(6) 2005, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2005, the patient experienced loss of libido ("loss of libido") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2005, the patient experienced abdominal distension ("severe bloating/bloating"). In (B)(6) 2006, the patient experienced nausea ("nausea"). In (B)(6) 2006, the patient experienced mood swings ("mood swings"), dizziness ("dizziness") and memory impairment ("forgetfulness"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2007, the patient experienced alopecia ("my hair started thinning / hair loss"). In 2008, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2012, the patient experienced rash ("rashes/ I broke out bad everywhere"), erythema ("redness"), dry skin ("dryness") and pruritus ("itching"). In (B)(6) 2012, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2013, the patient experienced anaemia ("anemia"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("uterine fibroids"). In 2014, the patient experienced ovarian cyst ("ovarian cysts"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced bleeding genital ("abnormal bleeding (general)"). On an unknown date, the patient experienced tooth loss ("tooth loss/ dental problems"). On an unknown date, the patient experienced arthralgia ("joints hurt daily / hip pain / severe joint pain"), dyspnoea ("shortness of breath"), insomnia ("can't sleep / insomnia"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), iron deficiency ("iron deficiency"), skin irritation ("skin irritation"), the first episode of cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), abdominal pain upper ("gastric pain"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), the second episode of cystitis ("bladder infection"), osteoarthritis ("severe osteoarthritis in both knees/osteoarthritis"), weight fluctuation ("weight fluctuations up and down"), dysarthria ("slurred speech"), vision blurred ("blurred vision") and pain in extremity ("shins are hurting") and was found to have weight increased ("weight gain/weight gain") and weight decreased ("weight loss"). The patient was treated with amlodipine, budesonide;formoterol fumarate (symbicort), ipratropium bromide, losartan, metformin, methylprednisolone (methylprednisolon), montelukast sodium (singulair), naproxen, omeprazole, ropinirole, salbutamol, salbutamol (albuterol), salbutamol sulfate (albuterol sulfate) and surgery (ablation and underwent a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, genital bleeding, arthralgia, headache, abdominal pain lower, asthenia, back pain, medical device discomfort, depression, anaemia, dyspnoea, alopecia, insomnia, dysmenorrhoea, dental caries, tooth loss, dysgeusia, ovarian cyst, mood swings, loss of libido, dizziness, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, abdominal distension, urinary tract infection, iron deficiency, dyspareunia, anxiety, skin irritation, rash, erythema, dry skin, pruritus, fatigue, weight increased, nausea, visual impairment, irritable bowel syndrome, bleeding genital, vaginal haemorrhage, bladder disorder, cataract, weight decreased, abdominal pain upper, abdominal pain and uterine pain had resolved and the female sexual dysfunction, osteoarthritis, weight fluctuation, dysarthria, vision blurred and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, anxiety, arthralgia, asthenia, back pain, bladder disorder, cataract, dental caries, depression, dizziness, dry skin, dysarthria, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, erythema, fatigue, feeling abnormal, female sexual dysfunction, genital bleeding, headache, hypoaesthesia, insomnia, iron deficiency, irritable bowel syndrome, loss of libido, medical device discomfort, memory impairment, menorrhagia, migraine, mood swings, nausea, osteoarthritis, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, pruritus, rash, skin irritation, tooth loss, urinary tract infection, uterine leiomyoma, uterine pain, vaginal haemorrhage, vision blurred, visual impairment, weight decreased, weight fluctuation, weight increased, the first episode of cystitis, bleeding genital and the second episode of cystitis to be related to essure (ess205). The reporter commented: all symptoms resolved. Current weight: 325 lbs. Discrepancy noted in essure insertion date as per social media: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: results: full occlusion of bilateral fallopian tubes.. The following information was received from social media shins are hurting. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- shins are hurting. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4) on 13-aug-2015. The most recent information was received on 20-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain,') and menorrhagia ('abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation/ menorrhagia') in a 51-year-old female patient who had essure (ess205) (batch no. 12274148) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in (B)(6) 2004, pneumonia from 1992 to 2013, asthmatic attack, shortness of breath, upper respiratory infection, bronchitis, hypertension, hyperlipidemia, anemia, diabetes mellitus, heartburn, acid reflux (oesophageal), arthritis, depression, panic attack and restless legs syndrome. Past surgical history: essure procedure, gallbladder, carpel tunnel. No evidence of malignancy bilateral fallopian tubes with no histopathologic abnormality. Essure coils (x2), gross exam only. Findings: normal external genitalia, normal vagina and cervix. Bimanual examination reveals uterus to be of normal size. No masses noted. Examination limited secondary to obese abdomen. Hysteroscopic findings revealed normal endocervix. Endometrial cavity is uniform. No visible masses. Bilateral tubal ostia visualized and no contrast material is seen to enter the fallopian tubes. There is no spill into the pelvis. Concurrent conditions included cataracts (surgery) since (B)(6) 2015, cataracts (surgery) since (B)(6) 2015, carpal tunnel release since (B)(6) 2013, cholecystectomy (gall bladder removal) since 1999, asthma since 1992, osteoarthritis, chronic obstructive airways disease, cholecystitis, obesity (morbid obesity), borderline hypertension, fertility increased, device intolerance, fibroids and heavy periods. Concomitant products included ascorbic acid;beta vulgaris root;iron amino acid chelate;rosa canina fruit;rubus idaeus leaf (iron supplement with vit c & herbs), intrauterine contraceptive device, lorazepam and trazodone. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dental caries ("tooth decay/ dental problems"), urinary tract infection ("chronic urinary tract infections/bladder or urinary problems or changes,"), fatigue ("chronic fatigue/fatigue,"), visual impairment ("vision problems/vision/eye problems"), bladder disorder ("bladder or urinary problems or changes,") and cataract ("vision/eye problems type: cataracts,"). In (B)(6) 2005, the patient experienced genital bleeding ("excessive bleeding"). In (B)(6) 2005, the patient experienced abdominal pain lower ("cramping / severe abdominal cramping / lower abdominal pain"), asthenia ("low energy"), back pain ("back aches / back pain") and medical device discomfort ("strange poking feeling in my pelvic area"). In (B)(6) 2005, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea(cramping)"). In (B)(6) 2005, the patient experienced headache ("head hurt daily/head pain/headaches") and migraine ("migraines / headaches,"). On (B)(6) 2005, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2005, the patient experienced loss of libido ("loss of libido") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2005, the patient experienced abdominal distension ("severe bloating/bloating"). In (B)(6) 2006, the patient experienced nausea ("nausea"). In (B)(6) 2006, the patient experienced mood swings ("mood swings"), dizziness ("dizziness") and memory impairment ("forgetfulness"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2007, the patient experienced alopecia ("my hair started thinning / hair loss"). In 2008, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2012, the patient experienced rash ("rashes/ I broke out bad everywhere"), erythema ("redness"), dry skin ("dryness") and pruritus ("itching"). In (B)(6) 2012, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2013, the patient experienced anaemia ("anemia"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("uterine fibroids"). In 2014, the patient experienced ovarian cyst ("ovarian cysts"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced bleeding genital ("abnormal bleeding (general)"). On an unknown date, the patient experienced tooth loss ("tooth loss/ dental problems"). On an unknown date, the patient experienced arthralgia ("joints hurt daily / hip pain / severe joint pain"), dyspnoea ("shortness of breath"), insomnia ("can't sleep / insomnia"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), iron deficiency ("iron deficiency"), skin irritation ("skin irritation"), the first episode of cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), abdominal pain upper ("gastric pain"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), the second episode of cystitis ("bladder infection"), osteoarthritis ("severe osteoarthritis in both knees/osteoarthritis"), weight fluctuation ("weight fluctuations up and down"), dysarthria ("slurred speech"), vision blurred ("blurred vision") and pain in extremity ("shins are hurting") and was found to have weight increased ("weight gain/weight gain") and weight decreased ("weight loss"). The patient was treated with amlodipine, budesonide;formoterol fumarate (symbicort), ipratropium bromide, losartan, metformin, methylprednisolone (methylprednisolon), montelukast sodium (singulair), naproxen, omeprazole, ropinirole, salbutamol, salbutamol (albuterol), salbutamol sulfate (albuterol sulfate) and surgery (ablation and underwent a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, genital bleeding, arthralgia, headache, abdominal pain lower, asthenia, back pain, medical device discomfort, depression, anaemia, dyspnoea, alopecia, insomnia, dysmenorrhoea, dental caries, tooth loss, dysgeusia, ovarian cyst, mood swings, loss of libido, dizziness, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, abdominal distension, urinary tract infection, iron deficiency, dyspareunia, anxiety, skin irritation, rash, erythema, dry skin, pruritus, fatigue, weight increased, nausea, visual impairment, irritable bowel syndrome, bleeding genital, vaginal haemorrhage, bladder disorder, cataract, weight decreased, abdominal pain upper, abdominal pain and uterine pain had resolved and the female sexual dysfunction, osteoarthritis, weight fluctuation, dysarthria, vision blurred and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, anxiety, arthralgia, asthenia, back pain, bladder disorder, cataract, dental caries, depression, dizziness, dry skin, dysarthria, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, erythema, fatigue, feeling abnormal, female sexual dysfunction, genital bleeding, headache, hypoaesthesia, insomnia, iron deficiency, irritable bowel syndrome, loss of libido, medical device discomfort, memory impairment, menorrhagia, migraine, mood swings, nausea, osteoarthritis, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, pruritus, rash, skin irritation, tooth loss, urinary tract infection, uterine leiomyoma, uterine pain, vaginal haemorrhage, vision blurred, visual impairment, weight decreased, weight fluctuation, weight increased, the first episode of cystitis, bleeding genital and the second episode of cystitis to be related to essure (ess205). The reporter commented: all symptoms resolved. Current weight: 325 lbs. Discrepancy noted in essure insertion date as per social media: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: results: full occlusion of bilateral fallopian tubes.. The following information was received from social media shins are hurting. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-oct-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0147) on (B)(6) 2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain,') and menorrhagia ('abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation/ menorrhagia') in a 51-year-old female patient who had essure (ess205) (batch no. 12274148) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in (B)(6) 2004, pneumonia from 1992 to 2013, asthmatic attack, shortness of breath, upper respiratory infection, bronchitis, hypertension, hyperlipidemia, anemia, diabetes mellitus, heartburn, acid reflux (oesophageal), arthritis, depression, panic attack and restless legs syndrome. Past surgical history: essure procedure, gallbladder, carpel tunnel. No evidence of malignancy bilateral fallopian tubes with no histopathologic abnormality. Essure coils (x2), gross exam only. Findings: normal external genitalia, normal vagina and cervix. Bimanual examination reveals uterus to be of normal size. No masses noted. Examination limited secondary to obese abdomen. Hysteroscopic findings revealed normal endocervix. Endometrial cavity is uniform. No visible masses. Bilateral tubal ostia visualized and no contrast material is seen to enter the fallopian tubes. There is no spill into the pelvis. Concurrent conditions included cataracts (surgery) since (B)(6) 2015, cataracts (surgery) since (B)(6) 2015, carpal tunnel release since (B)(6) 2013, cholecystectomy (gall bladder removal) since 1999, asthma since 1992, osteoarthritis, chronic obstructive airways disease, cholecystitis, obesity (morbid obesity), borderline hypertension, fertility increased, device intolerance, fibroids and heavy periods. Concomitant products included ascorbic acid;beta vulgaris root;iron amino acid chelate;rosa canina fruit;rubus idaeus leaf (iron supplement with vit c & herbs), intrauterine contraceptive device, lorazepam and trazodone. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dental caries ("tooth decay/ dental problems"), urinary tract infection ("chronic urinary tract infections/bladder or urinary problems or changes,"), fatigue ("chronic fatigue/fatigue,"), visual impairment ("vision problems/vision/eye problems"), bladder disorder ("bladder or urinary problems or changes,") and cataract ("vision/eye problems type: cataracts,"). In (B)(6) 2005, the patient experienced genital bleeding ("excessive bleeding"). In (B)(6) 2005, the patient experienced abdominal pain lower ("cramping / severe abdominal cramping / lower abdominal pain"), asthenia ("low energy"), back pain ("back aches / back pain") and medical device discomfort ("strange poking feeling in my pelvic area"). In july 2005, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea(cramping)"). In (B)(6) 2005, the patient experienced headache ("head hurt daily/head pain/headaches") and migraine ("migraines / headaches,"). On (B)(6) 2005, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2005, the patient experienced loss of libido ("loss of libido") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2005, the patient experienced abdominal distension ("severe bloating/bloating"). In (B)(6) 2006, the patient experienced nausea ("nausea"). In (B)(6) 2006, the patient experienced mood swings ("mood swings"), dizziness ("dizziness") and memory impairment ("forgetfulness"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2007, the patient experienced alopecia ("my hair started thinning / hair loss"). In 2008, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2012, the patient experienced rash ("rashes/ I broke out bad everywhere"), erythema ("redness"), dry skin ("dryness") and pruritus ("itching"). In (B)(6) 2012, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2013, the patient experienced anaemia ("anemia"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("uterine fibroids"). In 2014, the patient experienced ovarian cyst ("ovarian cysts"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced bleeding genital ("abnormal bleeding (general)"). On an unknown date, the patient experienced tooth loss ("tooth loss/ dental problems"). On an unknown date, the patient experienced arthralgia ("joints hurt daily / hip pain / severe joint pain"), dyspnoea ("shortness of breath"), insomnia ("can't sleep / insomnia"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), iron deficiency ("iron deficiency"), skin irritation ("skin irritation"), the first episode of cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), abdominal pain upper ("gastric pain"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), the second episode of cystitis ("bladder infection"), osteoarthritis ("severe osteoarthritis in both knees/osteoarthritis"), weight fluctuation ("weight fluctuations up and down"), dysarthria ("slurred speech") and vision blurred ("blurred vision") and was found to have weight increased ("weight gain/weight gain") and weight decreased ("weight loss"). The patient was treated with amlodipine, budesonide;formoterol fumarate (symbicort), ipratropium bromide, losartan, metformin, methylprednisolone (methylprednisolon), montelukast sodium (singulair), naproxen, omeprazole, ropinirole, salbutamol, salbutamol (albuterol), salbutamol sulfate (albuterol sulfate) and surgery (ablation and underwent a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on 9-sep-2016. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, genital bleeding, arthralgia, headache, abdominal pain lower, asthenia, back pain, medical device discomfort, depression, anaemia, dyspnoea, alopecia, insomnia, dysmenorrhoea, dental caries, tooth loss, dysgeusia, ovarian cyst, mood swings, loss of libido, dizziness, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, abdominal distension, urinary tract infection, iron deficiency, dyspareunia, anxiety, skin irritation, rash, erythema, dry skin, pruritus, fatigue, weight increased, nausea, visual impairment, irritable bowel syndrome, bleeding genital, vaginal haemorrhage, bladder disorder, cataract, weight decreased, abdominal pain upper, abdominal pain and uterine pain had resolved and the female sexual dysfunction, osteoarthritis, weight fluctuation, dysarthria and vision blurred outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, anxiety, arthralgia, asthenia, back pain, bladder disorder, cataract, dental caries, depression, dizziness, dry skin, dysarthria, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, erythema, fatigue, feeling abnormal, female sexual dysfunction, genital bleeding, headache, hypoaesthesia, insomnia, iron deficiency, irritable bowel syndrome, loss of libido, medical device discomfort, memory impairment, menorrhagia, migraine, mood swings, nausea, osteoarthritis, ovarian cyst, paraesthesia, pelvic pain, pruritus, rash, skin irritation, tooth loss, urinary tract infection, uterine leiomyoma, uterine pain, vaginal haemorrhage, vision blurred, visual impairment, weight decreased, weight fluctuation, weight increased, the first episode of cystitis, bleeding genital and the second episode of cystitis to be related to essure (ess205). The reporter commented: all symptoms resolved. Current weight: 325 lbs discrepancy noted in essure insertion date as per social media: june-2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: results: full occlusion of bilateral fallopian tubes. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event speech slurred, blurred vision were added. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0147) on 13-aug-2015. The most recent information was received on 27-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,") and the first episode of genital haemorrhage ("excessive bleeding") in a 51-year-old female patient who had essure (ess205) (batch no. 12274148) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma in 1992, asthmatic attack, shortness of breath, upper respiratory infection, bronchitis, hypertension, hyperlipidemia, pneumonia, anemia, diabetes mellitus, heartburn, acid reflux (oesophageal), arthritis, depression, panic attack, restless legs syndrome and cholecystectomy in (B)(6) 2004. Past surgical history: essure procedure, gallbladder, carpel tunnel no evidence of malignancy bilateral fallopian tubes with no histopathologic abnormality. Essure coils (x2), gross exam only. Findings: normal external genitalia, normal vagina and cervix. Bimanual examination reveals uterus to be of normal size. No masses noted. Examination limited secondary to obese abdomen. Hysteroscopic findings revealed normal endocervix. Endometrial cavity is uniform. No visible masses. Bilateral tubal ostia visualized and no contrast material is seen to enter the fallopian tubes. There is no spill into the pelvis. Concurrent conditions included carpal tunnel release since (B)(6) 2013, cataracts (surgery) since (B)(6) 2015, cataracts (surgery) since (B)(6) 2015, cholecystectomy (gall bladder removal) since 1999, osteoarthritis, chronic obstructive airways disease, cholecystitis, obesity (morbid obesity), borderline hypertension, fertility increased, device intolerance, fibroids and heavy periods. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation/ menorrhagia"), urinary tract infection ("chronic urinary tract infections/bladder or urinary problems or changes,"), fatigue ("chronic fatigue/fatigue,"), bladder disorder ("bladder or urinary problems or changes,") and cataract ("vision/eye problems type: cataracts,"). In (B)(6) 2005, the patient experienced the first episode of genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2005, the patient experienced abdominal pain lower ("cramping / severe abdominal cramping / lower abdominal pain"), asthenia ("low energy"), back pain ("back aches / back pain") and medical device discomfort ("strange poking feeling in my pelvic area"). In 2008, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2015, the patient experienced the second episode of genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced arthralgia ("joints hurt daily / hip pain / severe joint pain"), headache ("head hurt daily/head pain"), depression ("depression"), anaemia ("anemia"), dyspnoea ("shortness of breath"), alopecia ("my hair started thinning / hair loss"), insomnia ("can't sleep / insomnia"), dysmenorrhoea ("abnormally severe menstrual pain"), dental caries ("tooth decay/ dental problems"), tooth loss ("tooth loss/ dental problems"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("ovarian cysts"), mood swings ("mood swings"), loss of libido ("loss of libido"), dizziness ("dizziness"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), abdominal distension ("severe bloating"), iron deficiency ("iron deficiency"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), anxiety ("anxiety"), skin irritation ("skin irritation"), rash ("rashes"), erythema ("redness"), dry skin ("dryness"), pruritus ("itching"), weight increased ("weight gain/weight gain"), uterine leiomyoma ("uterine fibroids"), nausea ("nausea"), visual impairment ("vision problems"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), weight decreased ("weight loss"), abdominal pain upper ("gastric pain"), abdominal pain ("abdominal pain") and uterine pain ("uterine pain"). The patient was treated with salbutamol (albuterol nebulizer), ipratropium bromide, salbutamol sulfate (albuterol sulfate), amlodipine, losartan, metformin, naproxen, omeprazole, ropinirole, montelukast (singulair), budesonide w/formoterol fumarate (symbicort), salbutamol (ventolin) and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, headache, abdominal pain lower, asthenia, back pain, medical device discomfort, depression, anaemia, dyspnoea, alopecia, insomnia, dysmenorrhoea, menorrhagia, dental caries, tooth loss, dysgeusia, ovarian cyst, mood swings, loss of libido, dizziness, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, abdominal distension, urinary tract infection, iron deficiency, dyspareunia, anxiety, skin irritation, rash, erythema, dry skin, pruritus, fatigue, weight increased, uterine leiomyoma, nausea, visual impairment, irritable bowel syndrome, the last episode of genital haemorrhage, vaginal haemorrhage, cystitis, bladder disorder, cataract, weight decreased, abdominal pain upper, abdominal pain and uterine pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, anxiety, arthralgia, asthenia, back pain, bladder disorder, cataract, cystitis, dental caries, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, erythema, fatigue, feeling abnormal, headache, hypoaesthesia, insomnia, iron deficiency, irritable bowel syndrome, loss of libido, medical device discomfort, memory impairment, menorrhagia, mood swings, nausea, ovarian cyst, paraesthesia, pelvic pain, pruritus, rash, skin irritation, tooth loss, urinary tract infection, uterine leiomyoma, uterine pain, vaginal haemorrhage, visual impairment, weight decreased, weight increased, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure (ess205). The reporter commented: resolved all symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: full occlusion of bilateral fallopian tubes. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and mr, new reporter information, patient demographic information, lab data, relevant history, essure indication and lot number 12274148, treatment drug, new events: abnormal bleeding (general), abnormal bleeding (vaginal), bladder infection, vision/eye problems type: cataracts, uterine, abdominal and gastric pain were added. On 27-feb-2018: no new information on 27-feb-2018: medical records received, new reporter, medically confirmed and patient relevant information lab data and concurrent conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain,') and menorrhagia ('abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation/ menorrhagia') in a 51-year-old female patient who had essure (ess205) (batch no. 12274148) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in (B)(6) 2004, pneumonia from 1992 to 2013, asthmatic attack, shortness of breath, upper respiratory infection, bronchitis, hypertension, hyperlipidemia, anemia, diabetes mellitus, heartburn, acid reflux (oesophageal), arthritis, depression, panic attack and restless legs syndrome. Past surgical history: essure procedure, gallbladder, carpel tunnel. No evidence of malignancy bilateral fallopian tubes with no histopathologic abnormality. Essure coils (x2), gross exam only. Findings: normal external genitalia, normal vagina and cervix. Bimanual examination reveals uterus to be of normal size. No masses noted. Examination limited secondary to obese abdomen. Hysteroscopic findings revealed normal endocervix. Endometrial cavity is uniform. No visible masses. Bilateral tubal ostia visualized and no contrast material is seen to enter the fallopian tubes. There is no spill into the pelvis. Concurrent conditions included cataracts (surgery) since (B)(6) 2015, cataracts (surgery) since (B)(6) 2015, carpal tunnel release since (B)(6) 2013, cholecystectomy (gall bladder removal) since 1999, asthma since 1992, osteoarthritis, chronic obstructive airways disease, cholecystitis, obesity (morbid obesity), borderline hypertension, fertility increased, device intolerance, fibroids and heavy periods. Concomitant products included ascorbic acid;beta vulgaris root;iron amino acid chelate;rosa canina fruit;rubus idaeus leaf (iron supplement with vit c & herbs), intrauterine contraceptive device, lorazepam and trazodone. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dental caries ("tooth decay/ dental problems"), urinary tract infection ("chronic urinary tract infections/bladder or urinary problems or changes,"), fatigue ("chronic fatigue/fatigue,"), visual impairment ("vision problems/vision/eye problems"), bladder disorder ("bladder or urinary problems or changes,") and cataract ("vision/eye problems type: cataracts,"). In (B)(6) 2005, the patient experienced genital bleeding ("excessive bleeding"). In (B)(6) 2005, the patient experienced abdominal pain lower ("cramping / severe abdominal cramping / lower abdominal pain"), asthenia ("low energy"), back pain ("back aches / back pain") and medical device discomfort ("strange poking feeling in my pelvic area"). In (B)(6) 2005, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea(cramping)"). In (B)(6) 2005, the patient experienced headache ("head hurt daily/head pain/headaches") and migraine ("migraines / headaches,"). On (B)(6) 2005, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2005, the patient experienced loss of libido ("loss of libido") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2005, the patient experienced abdominal distension ("severe bloating/bloating"). In (B)(6) 2006, the patient experienced nausea ("nausea"). In (B)(6) 2006, the patient experienced mood swings ("mood swings"), dizziness ("dizziness") and memory impairment ("forgetfulness"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2007, the patient experienced alopecia ("my hair started thinning / hair loss"). In 2008, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2012, the patient experienced rash ("rashes/ I broke out bad everywhere"), erythema ("redness"), dry skin ("dryness") and pruritus ("itching"). In (B)(6) 2012, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2013, the patient experienced anaemia ("anemia"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("uterine fibroids"). In 2014, the patient experienced ovarian cyst ("ovarian cysts"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced bleeding genital ("abnormal bleeding (general)"). On an unknown date, the patient experienced tooth loss ("tooth loss/ dental problems"). On an unknown date, the patient experienced arthralgia ("joints hurt daily / hip pain / severe joint pain"), dyspnoea ("shortness of breath"), insomnia ("can't sleep / insomnia"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), iron deficiency ("iron deficiency"), skin irritation ("skin irritation"), the first episode of cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), abdominal pain upper ("gastric pain"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), the second episode of cystitis ("bladder infection"), osteoarthritis ("severe osteoarthritis in both knees/osteoarthritis"), weight fluctuation ("weight fluctuations up and down"), dysarthria ("slurred speech"), vision blurred ("blurred vision") and pain in extremity ("shins are hurting") and was found to have weight increased ("weight gain/weight gain") and weight decreased ("weight loss"). The patient was treated with amlodipine, budesonide;formoterol fumarate (symbicort), ipratropium bromide, losartan, metformin, methylprednisolone (methylprednisolon), montelukast sodium (singulair), naproxen, omeprazole, ropinirole, salbutamol, salbutamol (albuterol), salbutamol sulfate (albuterol sulfate) and surgery (ablation and underwent a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, genital bleeding, arthralgia, headache, abdominal pain lower, asthenia, back pain, medical device discomfort, depression, anaemia, dyspnoea, alopecia, insomnia, dysmenorrhoea, dental caries, tooth loss, dysgeusia, ovarian cyst, mood swings, loss of libido, dizziness, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, abdominal distension, urinary tract infection, iron deficiency, dyspareunia, anxiety, skin irritation, rash, erythema, dry skin, pruritus, fatigue, weight increased, nausea, visual impairment, irritable bowel syndrome, bleeding genital, vaginal haemorrhage, bladder disorder, cataract, weight decreased, abdominal pain upper, abdominal pain and uterine pain had resolved and the female sexual dysfunction, osteoarthritis, weight fluctuation, dysarthria, vision blurred and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, anxiety, arthralgia, asthenia, back pain, bladder disorder, cataract, dental caries, depression, dizziness, dry skin, dysarthria, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, erythema, fatigue, feeling abnormal, female sexual dysfunction, genital bleeding, headache, hypoaesthesia, insomnia, iron deficiency, irritable bowel syndrome, loss of libido, medical device discomfort, memory impairment, menorrhagia, migraine, mood swings, nausea, osteoarthritis, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, pruritus, rash, skin irritation, tooth loss, urinary tract infection, uterine leiomyoma, uterine pain, vaginal haemorrhage, vision blurred, visual impairment, weight decreased, weight fluctuation, weight increased, the first episode of cystitis, bleeding genital and the second episode of cystitis to be related to essure (ess205). The reporter commented: all symptoms resolved. Current weight: 325 lbs discrepancy noted in essure insertion date as per social media: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: results: full occlusion of bilateral fallopian tubes.. The following information was received from social media shins are hurting. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- shins are hurting. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA ((B)(4)) on 13-aug-2015. The most recent information was received on 25-sep-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping / severe abdominal cramping / lower abdominal pain"), asthenia ("low energy"), back pain ("back aches / back pain") and medical device discomfort ("strange poking feeling in my pelvic area"). In 2008, the patient experienced irritable bowel syndrome ( irritable bowel syndrome). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joints hurt daily / hip pain / severe joint pain"), headache ("head hurt daily"), depression ("depression"), anaemia ("anemia"), dyspnoea ("shortness of breath"), alopecia ("my hair started thinning / hair loss"), insomnia ("can't sleep / insomnia"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("ovarian cysts"), mood swings ("mood swings"), loss of libido ("loss of libido"), dizziness ("dizziness"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), abdominal distension ("severe bloating"), urinary tract infection ("chronic urinary tract infections"), iron deficiency ("iron deficiency"), dyspareunia ("painful intercourse") and anxiety ("anxiety"), skin irritation (skin irritation) with rash, erythema, dry skin, and itching, fatigue (chronic fatigue), weight increased (weight gain), uterine leiomyoma (uterine fibroids); nausea (nausea), and visual impairment (vision problems) the patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, anaemia, dysmenorrhoea, menorrhagia, dental caries, tooth loss, dysgeusia, ovarian cyst, mood swings, loss of libido, dizziness, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, abdominal distension, urinary tract infection, iron deficiency, dyspareunia and anxiety, skin irritation, fatigue, weight increased, uterine leiomyoma, nausea and visual impairment outcome was unknown and the arthralgia, headache, asthenia, back pain, medical device discomfort, depression, dyspnoea, alopecia and insomnia had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, anxiety, arthralgia, asthenia, back pain, dental caries, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, feeling abnormal, genital haemorrhage, headache, hypoaesthesia, insomnia, iron deficiency, loss of libido, medical device discomfort, memory impairment, menorrhagia, mood swings, ovarian cyst, paraesthesia, pelvic pain, tooth loss and urinary tract infection, skin irritation, fatigue, weight increased, uterine leiomyoma, nausea and visual impairment to be related to essure (ess205). The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: confirming full occlusion of fallopian tubes . Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 25-sep-2017: summons received: product stop date was added. Case was upgraded to incident. Events abnormally severe menstrual pain; severe pelvic, lower abdominal and hip pain; abnormally heavy menstrual bleeding /prolonged menstruation / abnormal menstruation; tooth decay; tooth loss; metallic taste in mouth; ovarian cysts; mood swings; loss of libido; insomnia; dizziness; brain fog; forgetfulness; numbness; tingling; severe bloating; chronic urinary tract infections; iron deficiency; painful intercourse; anxiety; skin irritation, including, rashes, redness, dryness and itching; chronic fatigue; weight gain; uterine fibroids; nausea, and vision problems and irritable bowel syndrome. Legal reporter was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.